Event description:
Family assisting pt sit in wheelchair. Unk mechanism of injury but pt caught right fourth finger in something on the wheelchair and suffered a partial amputation of the right fourth finger.